Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that the luer lock was leaking and not completely straight. The customer's blood glucose level was not impacted. The customer disconnected the luer lock, reconnected the same tubing and resumed insulin deliveries. Tandem technical support confirmed based off the pump history that the customer successfully completed the load process.